Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead exhibited increasing thresholds. When the patient was brought for evaluation lead dislodgement was discovered. The physician attempted to re-position the lead however, the helix mechanism failed to extend. The lead was explanted and replaced. The patient was in good condition prior and post-procedure